Event description:
It was reported that the patient's generator had been inadvertently set to 0 ma due to a communication error during system diagnostics. The nurse failed to notice this at the time, so the patient was not receiving any therapy for about four months. During this time, the patient experienced an increase in seizures. It is unknown if the increase was above or below pre-vns levels. The patient has since been set back to correct settings. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected.